Event description:
Customer went to the hosp because they received a blood glucose result of 593mg/dl. Thirty minutes later at the hosp the blood glucose result was 300mg/dl. One hour later a lab result was 300mg/dl. The customer was given glucophage xl, actos, and insulin to bring down blood glucose level. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.